Event description:
It was reported that the pt expired. The pt had intractable pain secondary to recurrent vulvar carcinoma with metastases to the lymph nodes. The pt was last seen in the hosp by the reporter for a follow-up visit in 2007. The cause of death was not reported. The reporter indicated that the cause of death was unrelated to the implanted system. The pump contained hydromorphone 6.0 mg/m; bupivicaine 40 mg/ml; clonidine 150 mcg/ml and compounded baclofen 150 mcg/ml. The pump was programmed to an infusion rate of 0.2498 ml. The pt therapy manager was enabled for 8 maximum activations per day.